Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. The patient had no adverse consequences to the event.